Event description:
During a clinical microwave ablation (johnson & johnson / neuwave) of a liver metastases and biopsy, 1 or more microwave pr probes (15gauge antenna / needles) had its distal tip melt off, or fall off, or become detached. Several metallic radio-opacities (several mm to cm in size) were observed on a procedural CT scan within the liver treatment zone, after the 1st (of 3 ablations with microwave). The probes were removed from the procedure and not used again & are being sent back to the company for testing and assessment. The CT-visible metallic fragments (comparable size to fiducial markers) were in the location of the treated devascularized tumor, and seen upon removal of these now broken 2 needle devices. Inspection of the devices after removal, and prior to CT, showed slightly bent tips and one had a likely thin plastic sheath [without contents in its lumen] at the tip, likely indicating detachment of the tip of the needle, which remained in the treatment zone. It is theorized that the distal-most tips of the microwave antennae[s] became detached and resided in vivo in the treated liver tissue. The device apparently functioned as intended prior to the detachment, as temperatures were adequate and post-ablation enhanced CT demonstrated the expected devascularized treatment zone as intended as well as a likely treated margin at this lesion site in the planned treatment volume. No other obvious complication was noted and the procedure was tolerated well, otherwise, without obvious harmful effect immediately apparent or in the ensuing week. The response from johnson & johnson, who manufactured the FDA-cleared microwave ablation probe, was that the metallic fragments that have remained in vivo and are visible in CT, are relatively inert, non-degradable, and risk for toxicity is minimal. They are however "mr unsafe", therefore the patient should not enter an mr system, which he would have had were it not for this event. Alternative imaging- such as pet- will be done. A published poster online from 2020 reported a search in maude database that reportedly identified 6 events of tip breakage of a similar model / type of ablation probe (pr 15 cm) from the same manufacturer. I could not verify this with a quick maude search, but encourage the FDA to seek clarity on this, as 6 similar probes [pr-type], from same manufacturer might require further assessment. The company will perform analysis and has promised a final report as well. I am happy to share this. FDA safety report ID # (B)(4).